Event description:
The hcp reported that the pump and catheter system were explanted after an implant duration of 19 months due to a "non-functional catheter". The patient was to receive baclofen via the drug delivery system. No symptoms related to the catheter issue were reported.

Event description:
The hcp reported that the report of a "non-functional catheter" was in error. The "patient's family elected to discontinue intrathecal baclofen therapy - explanted pump and catheter".